Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced elevated iop. The lens remains implanted. Cause of the event was not reported.

Manufacturer narrative:
Claim#: (B)(4).